Manufacturer narrative:
(B)(4). Date sent 9/8/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent 9/15/2025 d4 batch #. Photo analysis: this is an analysis of two photos submitted for evaluation. During the visual analysis, the following was observed: the first shows an anvil with a circular mark on the anvil shroud. However, no abnormal appearance was noted on the entire anvil. The second photo shows a device along with an anvil not inserted and the anvil lockout spring can be seen damaged. Based on the photos reviewed the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 363d77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/2/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: please provide more details for "it was crooked"? Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the end effector damaged? Anvil, casing, guide, knife etc what part broke (closing trigger, firing trigger, handle, anvil, etc.)? Did any piece break off of the device? Did it fall into the patient? Did retrieval alter the procedure in any way? If yes, please explain. Nothing fell on the patient, but as soon as the dr. Went to staple it, he felt that the lock was crooked, the warhead. According to the medical report, "until he felt he did not make the click, it was noticed that the warhead was misaligned, which made it impossible to fit the stapler." He did not change anything in the procedure, because as soon as he realized the failure, the dr. Requested the replacement of the material. And another from the same batch was used, which did not present a defect. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when connecting the anvil to the intestinal loop, the doctor realized that it was crooked. A new stapler was requested because he tried to trigger the stapling and was unsuccessful. There were no complications to the patient.

Manufacturer narrative:
(B)(4). Date sent 11/4/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ecs25a device arrived with no apparent damage along with the anvil inside a plastic bag. Further analysis shows that the anvil was received bent. The breakaway washer was present and uncut. During the visual inspection, 5 staples were noted to be missing inside the pocket and the rest were present. No functional test was performed due to the condition of the anvil. The event reported was confirmed and it is related to improper use of the device. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ it should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.